Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient was not wearing the lifevest due to having developed a rash under her breasts. The affected skin was described as red and open. The patient reported that she would be consulting her doctor to receive medical treatment. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.